Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Device evaluation: a visual and microscopic analysis was performed which identified wear abrasion, creases fold, missing shell and sharp broken on posterior due to a surgical impact opening, for the non-penetrating nicks in the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: missing shell due to inconclusive. A sharp broken on posterior due to a surgical impact opening. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.